Event description:
A malfunction was reported, with a malfunction alarm indicated by code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump after confirming the malfunction code could be reset, and it did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction reoccurred, which they understood and acknowledged.